Event description:
During a synovectomy, upon removal of the tip from the incision port, the tip of the arthrocare wand broke off and fell into the left knee wound. Surgeon was unable to locate 1 mm tip in the left knee. X-ray was negative for a retained foreign body.